Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was waking up in the middle of the night with low predictive alerts. Customer also stated that eventually the pump went into threshold suspend. Customer stated that she tested her blood glucose and it was at 63 mg/d. Customer reported that she treated with glucose tablets and drank orange juice. Customer stated that nothing is bringing her blood sugar back to normal. Customer's husband stated that the customer did not deliver a bolus. Customer was unable to clear the threshold suspend alarm. Customer's blood glucose went up to 137 mg/dl. Customer stated that she feels like the down button was stuck. Customer was able to get to main menu after manipulating the button. Caller stated that the last bolus that the customer took for dinner did not show up in the bolus history. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.